Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Aneurx stent graft iliac limbs were implanted along with another manufacturer bifurcated stent graft. Heli-fx aptus endoanchors were implanted in a patient to treat a proximal type I endoleak from another manufacturer five years later. Currently, the CT revealed that there are no endoleaks present and the heli-fx aptus endoanchor has successfully maintained adequate penetration into the aortic wall. One month later it was reported that the patient has expired and terminated from the study. Per the investigator, the death was not aneurysm related. No additional clinical sequelae were reported.

Manufacturer narrative:
The main component of the system. Other relevant device(s) are: aneurx stent graft. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: the investigator indicated that the cause of death was cardiac arrest. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Corrected information: sex, date of birth.